Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. The device was then subjected to, and passed, a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this device display a monitoring voltage measurement of 2.72 volts with a charge time measurement of 15.9 seconds and approximately three months later a monitoring voltage measurement of 2.64 volts and charge time measurement of 18.4 seconds. Technical services discussed options to assess the battery depletion. Approximately four months later, the device was explanted due to normal battery depletion. To date, no adverse patient effects were reported with this clinical observation.